Event description:
The customer reported a system overload error. No patient injury.

Manufacturer narrative:
The service rep ordered parts then removed and replaced the high voltage tank. He also recalibrated the filament esd kit tested and used. System functioned as intended.